Manufacturer narrative:
Upon further review, it was determined the patient code and device code listed are now applicable to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va0le4l, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received for a patient implanted for parkinson's disease (pd). The patient noted the position of the left electrode had a suspected leakage of acupuncture on the left electrode. The patient felt unwell (B)(6) 2016. It was identified that the impedance was continuously high (> 10,000 ohms) on (B)(6) 2017. The lead was replaced and the patient was doing well. It was later clarified that the patient felt tingling on the left side of the electrode in (B)(6) 2016. Electrical leakage was suspected. Further consultation was obtained (B)(6) 2017 and high impedances of > 10,000 ohms were suspected from the left electrode. The lead was replaced due to the patient's feeling, test impedance, and suspected electrode quality problem due to patient symptom. There was good post-operative recovery and the discomfort had disappeared. The impedance returned to normal range.

Event description:
Additional information received from the representative reported it was unknown if the cause of the high impedance had been identified.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.